Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: during investigation, there was evidence of moisture in the battery compartment and behind the display lens. The battery compartment was found to be cracked. A leak test failed because of the battery compartment crack. The pump was opened and there was evidence of moisture throughout the pump internally. The pump powered up with audible and vibration but the display was blank. There was evidence of moisture observed on the display and on the main printed circuit board. Unrelated to the original complaint, there was a crack on the pump case between the case seal and the keypad cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.